Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 46 mg/dl. The husband treated his wife's low with yogurt and orange juice. Troubleshooting for the low blood glucose was declined. The husband stated that his wife's basal rates need to be updated. No products were returned or replaced.